Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a box of needle eclipse s/t 25x1 rb had incorrect label information. The following was reported by the initial reporter: "bd eclipse needle 25g x 1 labelled box actually has 25g x 1.5 needles in it."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2012015. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture of the affected sample was returned for evaluation by our quality engineer team. The picture shows a shelf carton of eclipse needles material 305891 which are produced at the fraga manufacturing facility. Within the picture, there is a strip of eclipse needles material 305767, which are produced at the singapore manufacturing facility. There is no evidence to support that this mix-up occurred within the fraga manufacturing facility, as that eclipse needle material 305767 is not produced in fraga nor does the plant hold a stock of those needles. It has been concluded that this incident resulted from handling of the product after manufacture. This issue has been communicated with the distribution center that handles these products. H3 other text : see h.10

Event description:
It was reported that a box of needle eclipse s/t 25x1 rb had incorrect label information. The following was reported by the initial reporter: "bd eclipse needle 25g x 1 labelled box actually has 25g x 1.5 needles in it."